Manufacturer narrative:
Exact date unknown, event occured few days after implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: 7008776.

Event description:
It was reported that the patient developed an infection at the ipg site and also the ipg would not connect to the remote control despite troubleshooting steps provided. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned.